Manufacturer narrative:
The product was evaluated and found that the release bar was incorrectly installed. After re-seating the release bar, the cannula and needle assembly deployed as intended. Root cause was determined to be a manufacturing error the needle mechanism release bar was installed incorrectly. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider." It advices "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria. An investigation into this issue was conducted and corrective action was implemented. This product lot was manufactured prior to that implementation.

Event description:
The customer called to report when activating the device she did not hear the needle injecting the cannula into the infusion site. At the time of activation her blood glucose was measuring at 74 mg/dl, but continued to rise throughout the day with bg of 177 mg/dl and up to bg of 273 mg/dl. By the time her bg level reaches 278 mg/dl (no actual time was provided) she noticed that there was no cannula inserted.